Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported the patient had pain symptoms return. The environmental, external, or patient factors that may have led or contributed to the issue was noted as ¿n/a¿. A dye study was performed, and the patient was given bolus of medication in the office by the healthcare provider and had pain relief, the dates unknown. The patient was in for catheter revision due to not getting sufficient pain relief. After further investigation during the procedure in the or (operating room) a kink was found near the anchor site of the original catheter. The catheter was revised, and a new pump segment was placed. Csf (cerebral spinal fluid) was noted after the catheter was unkinked. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025. Product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(6), ubd: 14-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.